Event description:
It was reported that the device gave an alarm. No adverse effects to patient reported. No further information will be provided by user facility.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. Event log history was performed and indicated that reservoir volume low 1ml and power down were recorded in history. During analysis, the reported issue regarding "beeps without batteries" problem was duplicated. It was noted that the pump is designed with a battery fallout alarm that will sound when the batteries are removed from the unit when the pump is running or shortly after it has been stopped. It will alarm until the internal cap discharges or batteries are reinserted. It must be allowed to fully power up and reset the alarm. Service recommended that user should be trained on error messages and alarm sounds. The pump will undergo standard preventive maintenance. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.